Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 224 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had an MRI around 23:00 pm on (B)(6) 2018. Upon interrogation of the logs, the patient had a motor stall at 23:33 pm on that same date. They were not seeing a recovery, but the patient was feeling fine. The hcp and rep were not currently with the patient because the patient was feeling fine and wanted to run errands, then would come back to the clinic to interrogate the pump again to check for a recovery. Upon interrogation, the hcp heard an audible alarm. No symptoms were reported to be related to the event. It was noted the stall had later recovered. The pump was noted to have stalled for longer than 24 hours, but the hcp did not believe the motor had actually stopped as the patient had no symptoms. It was believed to be a false motor stall. The issue was resolved. No further issues were reported or anticipated.